Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the patient had pain at the stimulator pocket. The pain lead to the pocket being revised. The healthcare professional moved the stimulator over to the left even more than the existing site. The issue was resolved at the time of the report. No device issues reported.